Manufacturer narrative:
Device was removed from service immediately after the event and is being returned to the manufacturer for review.

Event description:
Customer reports that a p-440 ceiling lift became hot during use and emitted smoke from the internal circuit board. No one was injured from the event. The device was removed from service and is being returned to handicare for review.

Manufacturer narrative:
Corrected data: d1, d9, e, h6. Manufacturer narrative: the unit was returned and charring was noted on the pcb surrounding the mounting hole. The pcb manufacturer investigated the unit and states the burning was most likely caused by excessive current flowing from the chassis connection and the battery negative connection through the mounting screw. The source for this current could be if the insulation on the battery positive wire were compromised and the battery positive wire made contact with the chassis. This event would create a short circuit on the battery circuit that would bypass the fuse and would ultimately result in a failed conductor to terminate the process. The pcb circuitry was modified in (B)(6) 2019 to avoid this result if the situation were to reoccur. The returned pcb was manufactured prior to this change.